Manufacturer narrative:
Manufacturer ref. No.: (B)(4).baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation at power-up. The cause was found to be an unsecured backflex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.